Event description:
Upon release of the needle for sample the soft tissue grabs onto the needle and only a small core is obtained. The outside sleeve on the needle is not advancing with as much force as before. Sample discarded and lot number was not given upon request. Dr requested that the evaluation info be forwarded to him via fax.